Manufacturer narrative:
Zimvie complaint (B)(4). Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Unknown dental abutment, lot number unknown. Therapy date unknown / not provided.

Event description:
It was reported that the implant at tooth site #19 (universal) fractured and that the abutment's hex has sheared off and is lodged inside the implant.

Manufacturer narrative:
This report is being submitted to report additional information. The reported device was not returned for investigation. The reported event was non-verifiable with the information provided. Based on the evaluation, the device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends. H3 other text : no item, lot or product available.